Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation showed the patient's right ventricular (rv) lead capture threshold was elevated. A chest x-ray was performed and confirmed the rv lead was dislodged. The patient was asymptomatic. During the revision, the physician was unable to fully insert the stylet into the rv lead and the lead helix would not extend. The physician explanted and replaced the rv lead. The patient was stable throughout.

Manufacturer narrative:
The reported events of high pacing threshold and stylet could not be inserted were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Stylet was inserted through the proximal end of the lead all the way through with no restrictions noted.